Event description:
It was reported that, prior to a gastroscopy, the patient was connected to electrocardiogram (EKG) leads and ¿flatlined.¿ it was further reported that the patient, ¿felt faint, lightheaded, and felt their heart rate dropped down to 30 bpm.¿ the patient believed that the, ¿anesthesiologist shut off the device for a quick second during the EKG.¿ when the EKG leads were removed, the patient ¿felt everything was all right.¿ the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.